Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The lot number was unknown; therefore, the exp date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(4) that during a meniscal repair procedure the truespan peek 12 degree plastic cover on the device was broken due to too much pushing during the surgery. The broken fragment was removed from the patient's body. The device was brand new and first use when the issue occurred. There was more than a thirty minute delay, but no harm to the patient. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.